Event description:
It was reported that during a lap sigma procedure, teflon pad fell off. Part fell into patient. Could be removed. Took new instrument to complete the case. Trocar seal has a hole leakage. Took new instrument. No further detainsl available. There were no adverse consequences to the patient.